Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15th october 2025, it was reported by a distributor via email that for an ar-2323pslc, suture anchor, peek swivelock® c, 5.5 mm x 19.1 mm, closed eyelet, the screw was deformed during insertion into tibia. This was detected during use in a patellar tendon repair procedure on (B)(6) 2025. The procedure was completed successfully as an additional swivelock was used to complete the surgery. Ar-1678-01, ar-1678-02, and ar-1927ctb were used for socket preparation. No fragment was left inside the patient. Bone density test was not performed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically improper bone preparation, excessive force, and/or incorrect surgical technique. The complaint allegation was confirmed after evaluating the attached customer's picture, where it was noted that the device's peek screw had warped/bent threads and was cracked, and the eyelet had damage.